Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog # 354-4501, lot # 265756, serial # (B)(4). Manufacturer¿s reference number: (b)46).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient stated an ultrasound indicated silicone on the lymph node, and rupture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. The implantation date was estimated based on available information, if additional information is received in the future, a supplemental report will be submitted as applicable.